Event description:
It was reported that the pump had downstream occlusion alarm. After troubleshooting the pump was restarted, the settings are reviewed. Pump screen now reads running residual volume empty in 38 hrs. 40 min. Even after hard reset the pump continued to alarm. Pump was turned off. No evidence of occlusion was found. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer reported downstream occlusion alarm could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.